Event description:
It was reported that the patient experienced several dizzy spells and pocket stimulation described as muscle twitching in unipolar mode. The atrial lead capture thresholds were high and non capture was observed. Programming changes to bipolar mode and to increase the output was made. The physician chose to monitor the lead. The patient was stable before, during and after programming.